Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardiac monitor implant. Undersensing was observed during and post-implant. No programming changes were made. The patient was stable throughout.